Event description:
Metal on metal hip. Revision will be done on (B)(6) 2016. Patient has pain and dislocation. Original (b)(64) 2009.

Manufacturer narrative:
Part information in section d amended to better reflect amended event description received.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels.